Manufacturer narrative:
Device returned with no lot ID. Gapped handle shroud, damaged firing mechanism and bent knife. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, fully fired; cartridge return batch number, k0120m; and instrument number, 42. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, and condition of yoke, good; condition of short rack, broken; and was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had broken outside alignment fingers. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a wedge resection while using an ez45g, the device jammed. A new ez45 was pulled to complete the case without incident. There was no consequence to the patient.